Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not able to power on. Upon troubleshooting fse found that pdu fan tray and dcps (direct current power supply) was defective. To resolve this issue, fse replaced pdu fan tray and dcps in different wo. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.